Manufacturer narrative:
We have reached out to obtain additional information for this event. If any additional information is provided, a follow-up report may be submitted.

Event description:
Abrasions were made on the adsorption area (head) of the child.